Manufacturer narrative:
In response to FDA report number mw5085063. Information contained in this report was previously submitted through asr on 10/16/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified white particles, a crease fold and wear abrasion. Visual analysis of the device found one linear opening on the anterior. A leak test was performed and the result was no blockage. A microanalysis was completed which identified one crease smooth opening assessed as a fold flaw opening and one curved, striated opening due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Patient reported capsular contracture baker grade unknown and "delayed wound healing". Device has been explanted.